Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of th e pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2011-05587, 05588. The pt was implanted with two percutaneous leads (from different model numbers) and a lead extension. The implant dates of the devices are unk. On (B)(6) 2011, the pt's ipg was explanted and replaced due to it reaching end-of life. During intra-op testing, high impedance was revealed a few contacts. On (B)(6) 2011, the pt stated, he used to experience the stimulation reduce when attempting to increase the stimulation. He is experiencing the same problem with the new ipg. An impedance check revealed invalid contacts on both leads. Reprogramming did not resolve the issue. The next course of action will be discussed with the pt's doctor. No further information is available at this time.